Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a problem with the basal rate setting on the insulin pump and the nurse adjusted it for her. The customer was advised to go to the emergency room should her levels continue to rise. She declined troubleshooting. No equipment is being returned. No further information was added.